Event description:
It was reported that no disposable clamp tubing alarm was experienced. Stopped and restarted. Settings reviewed. Instructed to call back with further issues. No additional information available.